Event description:
The customer reported the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
There was no ge service performed. The customer replaced the x-ray tube temperature sensor. The system operates as intended.